Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained tachycardia (hr-nst) and sensing integrity counter (sic) episodes. A follow up with the patient¿s healthcare provider yielded that isometrics were performed and the lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.